Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the applicator broke during use causing the content and glass to fall into the sterile field. Reported issue: broke during use. Below are the detail: during surgery, the chloraprep was engaged to release the contents and the glass shattered along with the orange content. This then landed on the sterile field. There was no patient harm or delay in patient care.

Event description:
It was reported the applicator broke during use causing the content and glass to fall into the sterile field. Reported issue: broke during use. Below are the detail: ¿ during surgery, the chloraprep was engaged to release the contents and the glass shattered along with the orange content. This then landed on the sterile field. ¿ there was no patient harm or delay in patient care.

Manufacturer narrative:
Your facility did provide samples to aid in our quality engineer¿s investigation. With the returned and retained samples provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed for batch/lot 0327868 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below